Event description:
Craniectomy was performed due to elevated icp. The bone flap was re-implanted after 3 mos. Because of osteolysis of the bone, a repair of the cranial vault defect was performed using titanium mesh for the dorsal part of the defect and norian for the frontal part. Lysis of the material with crepitus over the material was noted. Norian to be removed and a titanium implant will be used for the bone defect.

Manufacturer narrative:
H3: no product was returned. Review of mfg documentation found no complaint related issues.

Event description:
Hospital complained that norian fast set putty 5cc was succesfully used after second surgery to cure a pt. Norian began to disappear after 4 months.